Event description:
It was reported that an x-ray showed that one of the is-1 connectors was not completely introduced into the header, and that during a follow-up session, the patient received a shock while the device was being interrogated. Another interrogation was attempted, with the patient again receiving a shock. A magnet was placed on the device, but the shocks were not disabled, and the device had to be programmed off and then interrogated. It was also reported that the patient was traumatized in the hospital while waiting for surgical intervention. The entire ICD system was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "very well". The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found. Outer insulation breached (clavicle-rib crush); full lead analyzed. Distal conductor fractured; lead appears to have been implanted with a bend in it at the fracture site; full lead analyzed. Other: it was reported that an x-ray showed that one of the is-1 connectors was not completely introduced into the header, and that during a follow-up session, the patient received a shock while the device was being interrogated. Another interrogation was attempted, with the patient again receiving a shock. A magnet was placed on the device but the shocks were not disabled, and the device had to be programmed off and then interrogated. It was also reported that the patient was traumatized in the hospital while waiting for surgical intervention. The entire ICD system was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "very well". The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device operated according to specifications, magnet mode discrepancy, shock, inappropriate.